Manufacturer narrative:
The customer reported the quad fuse broke, and returned one photo of material mz9290, lot 25019256. There is no physical sample available for investigation. Upon initial visual examination, the photo verified the complaint of component damage on the luer collar, it had completely broke in half. The root cause for the issue cannot be traced to the manufacturing process. There is a potential root cause of alcohol use on the plastic, which can weaken it. This issue is seen while the alcohol is still wet, so the set should be given time to dry. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd maxzero extension set was damaged. The following information was received by the initial reporter with the following. It was reported by customer that they had a quadfuse that snapped in half that was infusing norepi.